Manufacturer narrative:
A1,2,3,4;b6,7;d10: info unavailable. D5,6;h4,6: info unavailable, device not returned for analysis.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the device clips did not form properly and the instrument jammed; the clips were scissoring slightly. A second device was introduced to complete the procedure. There was no consequence to the pt.